Manufacturer narrative:
A supplemental MDR was filed to correct the imdrf b code.

Event description:
It was reported that when using the bd pyxis¿ es server, station was in retry mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that station was in retry mode. The technical support specialist logged into the station and upgraded version 1.8 to the station, followed the knowledge article retry mode insert into tx transaction session, confirmed no alerts on health sight viewer (hsv) and verified functionality with the customer. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, station was in retry mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.